Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 23-MAR-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (FSE) determined that the release lever did not align with the back of the drawer, potentially due to a faulty board solenoid or the lever itself. As a result, replacement of the entire drawer was deferred until parts became available. Upon receipt of the parts, the FSE replaced the full-height matrix drawer assembly, which was found to be damaged. The drawer was then reconfigured, and the customer successfully tested and inventoried it, confirming that it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES, drawer was failed (RTANES11 MAIN 5). The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.